Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Field service engineer (fse) went on site to evaluate and repair the device. User¿s complaint was confirmed. Fse found the grey connector broken and replaced it. Device was repaired and verified per original equipment specification. Device was tested for functionality after repair. Software attributes were verified and confirmed. Electrical safety was not performed because side panels were not removed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer for this event, the grey connector of the device was damaged and needed replacing. There is no reported harm to any patient.

Event description:
Event was discovered by staff at the time of reprocessing. It is not known how the grey connector was broken.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the grey connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: -accumulated stress over time which caused the connector to get loose. -unintentional impact to the connector with something hard. -aged deterioration. The following information is stated in the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ olympus will continue to monitor field performance for this device.